Event description:
It was reported that during the implant procedure, the lead was attempted to be implanted but the helix could not be fixed. It was noted that the helix was damaged. The lead was removed and new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. However, it was noted that the leads distal end/electrodes were covered in blood. F(B)(4).